Manufacturer narrative:
Implant regio 13 fractured. Construction was a implant retained removable upper jaw prosthesis. Patient sufferd from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.